Event description:
It was reported a pericardial effusion with tamponade occurred. A concomitant procedure was performed. A watchman trusteer access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) was selected for use for the left atrial appendage closure (laac) procedure. The 35mm closure device was successfully implanted in the laa. Approximately 24 hours after the procedure the patient experienced a circumferential pericardial effusion with cardiac tamponade. A pericardial tap was done to treat the effusion removing dark, venous blood. The physician stated that he does not believe it was during the watchman portion of the procedure as the tamponade did not gather in that area of the heart and the blood that was removed was dark/deoxygenated in color, however the exact cause was not known. There were no further complications.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported a pericardial effusion with tamponade occurred. A concomitant procedure was performed. A watchman trusteer access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) was selected for use for the left atrial appendage closure (laac) procedure. The 35mm closure device was successfully implanted in the laa. Approximately 24 hours after the procedure the patient experienced a circumferential pericardial effusion with cardiac tamponade. A pericardial tap was done to treat the effusion removing dark, venous blood. The physician stated that he does not believe it was during the watchman portion of the procedure as the tamponade did not gather in that area of the heart and the blood that was removed was dark/deoxygenated in color, however the exact cause was not known. There were no further complications.